Manufacturer narrative:
Intuitive surgical has received the master tool manipulator left (mtml) involved with this complaint and completed investigation. Failure analysis investigation could not confirm error 25521. The unit passed all the functional tests, and powered up with no errors; there was no trouble found. However, the error was confirmed in the system logs. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. The system unavailability after start of the surgical procedure (first port incision) led to the procedure being converted to a laparoscopic procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
On (B)(6) 2016 it was reported that during a davinci assisted colon resection, the davinci system experienced repeated 25521 errors that are non-recoverable, rendering the system unavailable for use after the start of the procedure. Isi technical support engineer asked the customer to power cycle the system however, within a minute the error reoccurred. The customer exercised all methods of troubleshooting without any change to the system functionality, and it was determined the system was unable to be used for the remainder of the procedure. An isi technical support engineer reviewed the logs and found a repeated fault occurred displaying error code 25521, pointing to master tool manipulator left (mtml). The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon side console (ssc). One mtm is assigned to the surgeon's left hand (mtml) and one to the right (mtmr). Additional follow up was conducted on 04/11/2016 with the robotics coordinator which confirmed the following: due to the size of the patient, the procedure was anticipated to be 4 hours in duration. The error 25521 occurred 2 hours into the surgical procedure. The surgeon made the decision to complete the procedure using laparoscopic surgical techniques. There was no report of any harm, adverse outcome or injury to the patient.